Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer 6 had broken rails. A field service engineer (fse) replaced both full height drawer rails to resolve the issue. Further the fse replaced latch inseparable due to potential magnet failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 jammed, customer noticed the drawer was open and attempted to close it, but it would not close, unable to recover and displayed error message "failed and require maintenance". The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.